Event description:
Additional information was received indicating this device was explanted and replaced. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not been returned. Should additional information become available this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a remaining longevity of 7 months. The previous month the device had a remaining longevity of 2 years. A save to disk was performed and analysis confirmed the device was running at a higher power level than expected. A device replacement procedure was going to be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation. The device was not exhibiting the behavior outlined in the recent advisory.